Event description:
It was reported that the right ventricular (rv) lead showed rising superior vena cava (svc) impedance. There was high impedance noted with the rv defib and svc portions of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.